Event description:
A malfunction was reported on the customer's pump, noted as malfunction code 12, with a fault ID of 0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by resetting the pump themselves after receiving guidance from technical support, and they were informed to contact support again if the malfunction code reoccurs.